Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional concomitant medical products: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lj6846 expiration date: 07/31/2019, date of mfg.: 08/24/2017; batch lj6856 expiration date 07/31/2019, date of mfg.: 08/24/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2017 and suture was used. During use, the needle was broken at the swage part. There were no adverse consequences to the patient. No further information is available..